Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: although the sample was not returned for evaluation, three electronic photos were provided for review. The photos show a drainage catheter. The catheter fracture and break issues cannot be noted as the photos are not clear and appear to be blurred. Therefore, the investigation is inconclusive for the reported fracture, material separation and fluid leak issues. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post an ultrasound guided nephrostomy drainage catheter placement procedure, the drainage catheter connector was allegedly fractured and broken into pieces. It was further reported that liquid was allegedly drained from the white tube head. Reportedly, an extravasation identified outside of patient's body. The procedure was completed with another device. There was no reported patient injury.

Event description:
It was reported that post an ultrasound guided nephrostomy drainage catheter placement procedure, the drainage catheter connector was allegedly fractured and broken into pieces. It was further reported that liquid was allegedly drained from the white tube head. Reportedly, an extravasation identified outside of patient's body. The procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.